Event description:
It was reported that repair of the 8110 syringe module was requested as broken/damaged: sticky plunger, rear case, and front case. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/16/2013 to the present date 10/21/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that repair of the 8110 syringe module was requested as broken/damaged: sticky plunger, rear case, and front case.